Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2018 - 04633. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that tasp was found fracture during inspection and returned. No patient consequences was reported.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: the reported event was confirmed as the product was returned and visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use (nicks or gouges). The tasp exhibits multiple fractures, all pieces were returned. The post feature has fractured off. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.